Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Beginning 2016-04-20, atrial undersensing was observed on electrograms.

Event description:
It was reported the patient received an inappropriate shock and there was intermittent r wave doublecounting/oversensing. It was further reported there was atrial undersensing. Reprogramming of the ventricular lead was performed. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.